Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir of the insulin pump was leaking. The customer's blood glucose was 152 mg/dl. The leak occurred when the customer was filling the reservoir with insulin through the vial and the leak was from the bottom of the reservoir. The customer stated that the insulin pushed out the bottom part of the reservoir causing the leak. The insulin passed both, the fist and the second, o-rings. The reservoir was not used and was discarded. Nothing further was reported.